Event description:
It was reported that the pt experienced weakness, diarrhea and difficulty with stride when walking since the medication in the pump was changed. Several attempts to contact the managing hcp have been made without success. A follow-up report will be sent if additional information becomes available to us.